Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: according to the information provided, it was reported that the pin's installation system has blocked, impossible to position the pin. The device was received and evaluated. One sleeve and trocar were returned, which are part of the same kit. Upon visual inspection, the sleeve and the trocar were found jammed, it could be observed stretch marks all over the sleeve, also on the trocar. These items are jammed, it is not possible to separate them. The 2 cross pins and the 2nd sleeve were not returned. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the jammed condition can be attributed to a mishandling of the device. Considering that the sleeve and the trocar has the stretch marks, we can relate this issue to a bad axis alignment of the drill at the moment of insertion, the bending force applied and the higher spinning speed of the drill can contribute to the jamming condition of the sleeve and the trocar. As per IFU 104144: directions for a successfully hole drilling and trocar and sleeve interaction are provided. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the customer in (B)(6) that during an unknown surgery on (B)(6) 2021, it was observed that the pin's installation system on the rigidfix fem 3.3mm s/t xpin device was blocked that it was not possible to position the pin. During in-house engineering evaluation, it was determined that the sleeve and the trocar were jammed that it was not possible to separate them. Another like device was used to complete the procedure. There was no surgical delay nor adverse patient consequences reported. No additional information was provided.